Manufacturer narrative:
(B)(4). Teleflex did not receive the device for an investigation. The reported complaint of "purge failure alarm" was confirmed by the field service engineer. The reported complaint was most likely caused by the blood found in the pump. No iab leaks were reported. The root cause of how the blood backed up into the pump is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This reported complaint will be monitored for any developing trends.

Event description:
It was reported via a field service report that the pump had purge failure alarms when first placed on the patient. The pump was switched out quickly with another pump. The field service engineer confirmed the symptom. Blood was found in the pump. The contaminated parts were replaced. There was no reported death or serious injury. There was no delay in therapy or patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report that the pump had purge failure alarms when first placed on the patient. The pump was switched out quickly with another pump. The field service engineer confirmed the symptom. Blood was found in the pump. The contaminated parts were replaced. There was no reported death or serious injury. There was no delay in therapy or patient complications.